Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidectomy. According to the rptr: the anvil did not fit into the instrument so it was removed and not used. The doctor tried to fit the anvil on the instrument w/o tissue but it would not attach. Operative time was extended by more than thirty mins.